Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed. Patient is fine; there were no adverse consequences. No intervention currently planned.